Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual evaluation of the returned product/photographs provided identified the following: damage to sterile blister and pouch with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging and the porous coating. The sterility has been compromised for lot 6222166. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A corrective action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported distributor inspected circulated items and identified the sterile package damaged. No further event information available at the time of this report.